Manufacturer narrative:
H10: the device was received for evaluation with a syringe attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue connector) and the main body (light blue) of a minicap extended life pd transfer set; further described as ¿the dark blue connector unscrewed and separated from the light main body¿. This occurred when the nurse went to remove the syringe after flushing the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.